Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding the delivery of dilaudid (10mg/ml, 2019mg/day) in a pain pump. The patient experienced a change in therapy; "ineffective therapy." It was unknown when the issue began. A dye study was going to be done on the day of report, but a bridge had been programmed 16.5 hours ago. The total time for the bridge was stated to be 42 hours and 50 minutes. The manufacture representative wanted to update the simple continuous dose, which would take affect after the bridge was in process. Additional information was received on (B)(6) 2015 from the manufacturer representative via the healthcare provider (hcp). The hcp was unable to aspirate cerebrospinal fluid (csf) and therefore did not perform the myelogram. The patient was still receiving therapy, so no additional actions were necessary. The hcp was monitoring titration of dosing. History: non-malignant pain, failed back surgery syndrome.